Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was completely fractured 32.5 cm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had high out-of-range impedance measurements. The signals in primary and secondary sensing vectors were nearly equal but there were no signals at all on the alternative sensing vector. A lead fracture was suspected and later confirmed via x-ray imaging. Technical services (ts) recommends lead replacement. Intervention was scheduled. Intervention was performed and the lead explanted. During the explant the lead fractured into two pieces. Both pieces were successfully explanted. The explanted lead was returned for evaluation.